Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. The dialyzer header was not sealed. Test strips were used to confirm and the machine did not alarm. Estimated blood loss was 250 cc. Patient had no adverse effects and no medical intervention was required. Patient was able to complete treatment on a new system. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.